Event description:
Ous MDR - boston scientific received information that this atrial lead was implanted, but dislodged three times. The following day, a revision procedure was performed. This lead was removed and replaced successfully. The device was programmed to vdd pacing mode. No adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. Visual inspection demonstrated a bend of the is-1 connector pin as well as a deformation of the fixation helix. Mechanical stress during surgery should be taken into consideration as the cause of these damages. The inspection showed cuttings in the insulation and deformations of the conductor coil which occurred most likely also during surgery. The analysis did not reveal any sign of a material or manufacturing problem.